Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injections of reflin (1gm, once a day, intraperitoneally(ip)) and injections of fortum (1gm, once a day, ip). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the patient recovered from peritonitis (date unknown).